Manufacturer narrative:
Philips service replaced gpdu front panel and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that device unable to switch on/off; gpdu panel error on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.